Event description:
The device continuously displayed connect electrodes and an analysis of patient ECG would not be performed as a result. The electrodes were replaced in an unsuccessful effort at correction. The patient was not resuscitated.